Manufacturer narrative:
The customer contacted siemens to report that two falsely depressed sodium test results and one falsely depressed potassium test result were obtained on a dimension exl 200 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the integrated multisensor technology (imt) pump tubing, and verified a consistent pump rate and dilcheck precision. The cse ran quality control materials with acceptable results. The siemens headquarters support center (hsc) reviewed the available information and did not find an instrument issue. Potential contributing factors to the falsely low test results, such as sample integrity and preanalytical variables, cannot be ruled out. The cause of the falsely low sodium and potassium test results is unknown. The instrument is performing withing specifications. No further evaluation of the instrument is needed.

Event description:
Two falsely depressed sodium test results and one falsely depressed potassium test result were obtained on a dimension exl 200 instrument. The initial results were reported to the physician(s). The same samples were repeated the next day on the same instrument. The repeat results were reported as the correct results to the physicians. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium and potassium test results.